Event description:
On february 27, 2007 the lay user/patient contacted lifescan (lfs) another country alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) was able to classify the case based on the original information provided. On february 22, 2007 in the morning, the patient obtained several elevated blood glucose readings on the reported meter, such as 'hi mg/dl' (>600 mg/dl), 587 mg/dl, 489 mg/dl, 547 mg/dl, 385 mg/dl and 381 mg/dl. The patient did not test her blood glucose level using any other device. Based on these meter readings, the patient took additional units of novorapid insulin, according to her sliding scale. The patient ate a very light breakfast of coffee and bread, and ate no lunch. At 12:00 pm the patient started to experience the symptoms of trembling, sweating, hunger, and she felt very cold. While symptomatic, the patient's blood glucose reading was 427 mg/dl. At 2:30 pm the patient contacted her physician, who advised her to inject an additional four units insulin. At 3:00 pm the patient's symptoms continued, and upon the further advice of her physician, the patient ate two chocolate creams, and felt better afterwards. The patient's subsequent meter reading was 475 mg/dl. The patient takes levemir insulin 9 or 10 units twice per day, and novorapid insulin throughout the day, on a sliding scale based on meals and meter readings. The patient tests her blood glucose level eight times per day. The customer service representative (csr) determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. The csr also determined during the call that the patient's test strips were expired, which can cause inaccurate readings. The meter and test strips were replaced. Although the patient was using expired test strips, she alleges she became hypoglycemic after taking additional doses of insulin based on elevated meter readings. The patient received assistance/advice from a healthcare professional, and her symptoms abated after consuming food. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.